Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter had been bent within the deflectable portion of the catheter shaft, and the shaft material was distally displaced onto the tip electrode. Microscopic inspection of the distal shaft revealed that conductor wire 3 was protruding out of the catheter shaft just proximal to electrode ring 3. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage remains unknown.

Event description:
This report is to advise of an event observed during analysis which revealed a conductor wire protruding out of the catheter shaft.